Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years, 2 months. (B)(4). The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that after approximately 2 years of support, the patient was seen in the clinic with consistently elevated pump power readings. The lactate dehydrogenase levels were elevated to 2250 u/l. The patient was started on a heparin infusion with a target partial thromboplastin time (ptt) of 60 to 70 seconds. On (B)(6) 2017, the patient was at home and collapsed on the way to the toilet. An ambulance was called. The patient was in ventricular fibrillation which converted to asystole after defibrillation. The emergency medical technicians performed cardiopulmonary resuscitation for approximately 40 minutes resulting in return of spontaneous circulation. The patient was admitted to the intensive care unit (ICU), ventilated, placed on a dialysis, and treated with high dose IV catecholamines. A transesophageal echocardiogram (tee) showed good right heart function. CT scans of the thorax and abdomen were unremarkable. On (B)(6) 2017, the patient developed hypovolemic and tachycardia, requiring transfusions and continued IV catecholamines. A repeat tee showed good pump function. The patient did not wake up after weaning from anesthesia. A cct showed an ischemic stroke and hypoxic brain damage. The patient expired on (B)(6) 2017 in the ICU. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. Review of the submitted system controller log file showed no atypical pump parameters recorded; the lvad system appeared to operate as intended during the duration of the log file. A correlation between the device and the reported event and subsequent patient outcome could not be conclusively determined. Stroke, neurologic dysfunction and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.